Event description:
After the implant was completed on (B)(6) 2023 the patient developed a 25% pneumothorax. Patient admitted and overnight increased to 50%. Physician brought the patient into the or on (B)(6) 2023 and placed a chest tube. Chest tube became clogged and a new chest tube was placed on the evening of (B)(6) 2023. Physician prescribed antibiotics post-procedure.